Event description:
It was reported that the site was having issues with the handheld and it would keep freezing on the "interrogation successful screen". MFR has already identified that under certain types of conditions this screen freeze event can occur with the (B) (6) handheld computer. New handheld was shipped to the site and the old handheld was returned back to MFR for analysis. Analysis is currently in progress for the returned handheld.